Event description:
The customer observed falsely elevated alinity I free t4 results for one 63-year-old female, hospitalized for ileus. The following data was provided: (B)(6) 2025 sid (B)(6) >5.0 ng/dl, repeated >5 ng/dl; serum sample 1.01 ng/dl, (B)(6) 2025 sid (B)(6) >5.0 ng/dl, repeated 2.08 / 1.01 / 1.18 / 1.27 / 2.84 / 2.81 ng/dl; serum sample 2.08 ng/dl; tsh 1.71 uiu/ml, free t3 2.78 pg/ml. Historical results: 31oct2025 free t4 result 1.15 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 75641d00. A review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints; however, in-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed, indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances, potential nonconformances or deviations associated with lot number 75641ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 75641ud00.a

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for one 63-year-old female, hospitalized for ileus. The following data was provided: 12dec2025 sid (B)(6) >5.0 ng/dl, repeated >5 ng/dl; serum sample 1.01 ng/dl, 17dec2025 sid (B)(6) >5.0 ng/dl, repeated 2.08 / 1.01 / 1.18 / 1.27 / 2.84 / 2.81 ng/dl; serum sample 2.08 ng/dl; tsh 1.71 uiu/ml, free t3 2.78 pg/ml. Historical results: 31oct2025 free t4 result 1.15 ng/dl. No impact to patient management was reported.